Manufacturer narrative:
(B)(4). Estimated date of event (procedures occurred between (B)(6) 2010 and (B)(6) 2012). The devices will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information.

Event description:
This event was captured based on literature review: angioseal vip vs. Starclose se closure devices: a comparative analysis in non-cardiological procedures. It was noted in the article that the starclose se device was used in the common femoral artery during 163 interventional procedures (angioplasty, stenting, embolization for bleeding, fibrinolysis for ischemia and chemoembolization). In 94 cases, the retrograde femoral access was bilateral and managed with two starclose se devices (53 patients) or a angioseal vip device plus a starclose se (41 patients). The device failure rate was 4.9% (17 cases), including 13 minor complications (7-starclose se patients and 6- angioseal vip patients) and 4 major complications (1 starclose se patient and 3- angioseal vip device patients). Minor complications occurred during the initial phase consisted of: recurrent wound bleeding treated with manual compression (n=5 starclose se). Hematoma that resolved spontaneously (n=2 starclose se). Major complication of pseudoaneurysm treated with manual compression (n=1 starclose se). Additionally, some starclose se patients experienced pain greater than 5 minutes from device deployment.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.